Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 10 jul 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the device's balloon failed soon after initial placement, leading to the patient developing peritonitis and required surgery. No further information has been provided at this time.

Manufacturer narrative:
The device history record for lot aa7345d04 was reviewed and the product was produced according to product specifications. One used device was returned for evaluation. The sample appearance was discolored. The balloon was filed with 7cc water and leakage was observed on the proximal collar area of the balloon. When viewed at 30x, a channel was observed in the bonded area of the collar. The complaint is confirmed. No root cause was determined. All information reasonably known as of 06 aug 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.